Event description:
The patient fell about 2 weeks ago. Since then, the patient experienced a loss of therapeutic effect. Impedance measurements were checked; electrodes 7, 13, and 14 were reading >10000 ohms and >20000 ohms. The implantable neurostimulator (ins) was also giving an eri (early replacement indicator) message. The ins was reprogrammed around the open circuits. At the end of the month, the patient was still receiving inadequate stimulation. She felt the stimulation while she increased the amplitude, but felt nothing after stopping the increase. The patient was contemplating a revision. At the beginning of the month, the patient was getting no stimulation. It was thought that the ins had "burned out". In 2009, the patient was going in for trial pns (peripheral nerve stimulation) to see if the patient could get pain coverage for her back. If she did, the physician would remove the old system and implant a new system. If no pain coverage was gained, the physician would remove the whole system. Additional information has been requested, a follow-up report will be sent if additional information becomes available.